Event description:
A surgical technician reports having a pt with a rotated lens following intraocular lens (iol) implant surgery. The lens was exchanged. In a follow-up, the surgeon reports the prognosis for the pt as "good".

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested on 05/15/2008 by mail and by fax. A completed questionnaire was received.